Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the touch screen was not working and there were liquid patched on the bottom right of the ventilator. There was no patient involvement associated with the reported issue.